Event description:
It was reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to peritonitis. No additional information provided at intake. During follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2022 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results not provided) was collected, and the patient was diagnosed with peritonitis. The patient was treated with intravenous (IV) vancomycin and IV ceftazidime. The patient¿s peritoneal effluent culture result returned positive for staphylococcus warneri on (B)(6) 2022 and the decision was made to remove the patient¿s pd catheter (not a fresenius product) on (B)(6) 2022. The patient simultaneously received a hemodialysis (hd) catheter (not a fresenius product) and was transitioned to hd therapy. The hpm attributed causality to a touch contamination event, however no additional details were provided. Per the hpm, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient is recovering but remains hospitalized, with no current plan for discharge. The patient will begin incenter hd following discharge, however he will likely return to pd therapy at a later date.